Event description:
This is a spontaneous case report received from a medical doctor in united states on 04-dec-2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for sterilization. Patient had essure placed and immediately had post-op pain on both sides and the pain continued for the entire time essure was in place. An hsg was done on (B)(6) 2014 and showed perfect placement with bilateral occlusion. The pain continued so on (B)(6) 2014 the essure was removed bilaterally. Since the essure was removed the patient was pain free and was placed on birth control pills. No further information was provided. Ptc investigation result was received on 16-dec-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Pain is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and immediately had postop pain on both sides and it continued for the entire time essure was in place. Essure was removed bilaterally and since then she was pain free. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Therefore, given the nature of the event and positive dechallenge, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident due to the required intervention for essure removal. The product technical analysis concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow up 13.jan.2015: essure questionnaire with follow up information received from the physician. Patient's (B)(6). No previous gynecological problems or procedures. No relevant medical history or concurrent conditions. During essure insertion procedure it was done cervical dilatation, sounding and general anesthesia. The visualization of the tubal ostium and procedure were easy. No fluid loss more than 1500cc and the insertion procedure did not take more than 20 minutes. Patient used oral contraceptives (unspecified) as back up contraception method until essure occlusion confirmation. Physician updated the date when hsg was performed was updated from (B)(6) 2014 and also confirmed the bilateral tubal occlusion and the correct location of coils. Physician confirmed all the events previously reported and also stated that the treatment for the events was surgical/hysteroscopic essure removal on (B)(6) 2014 (previously reported as (B)(6) 2014). No pathology results were done. No hospitalization occurred. Patient recovered from the pelvic pain. The physician considered that the essure caused the pelvic pain (correlation of essure with pain and resolution of pain after removal). Physician also mentioned that patient requested the essure removal. No hysterectomy or salpingectomy was necessary. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and immediately had postop pain on both sides and it continued for the entire time essure was in place. Essure was removed bilaterally. Patient recovered from the pelvic pain. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, no hospitalization was required. Physician considered the event as related to essure. Given the nature of the event and positive dechallenge, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident due to the required intervention for essure removal (hysteroscopic). The product technical analysis concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.